Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: does not apply - lens was not implanted. Section d6b - explant date: does not apply - lens was not implanted and therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlargement. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded, monofocal, intraocular lens (iol) was faulty. A back up iol was used to complete the procedure. Through follow up we learned that the surgical team experienced a delivery issue with the iol and an extra keratome was required to enlarge the incision. The device was disposed of during the procedure due to patient contact. No further information was received.